Event description:
It was reported that following the trial procedure the patient had a cerebrospinal fluid leakage (csf). Symptoms of fever, headache and weakness. The patient was sent to emergency room (ER) and blood patch was performed. Imaging was made. The patient underwent lead pull. It was mentioned that the patient was still in the hospital for monitoring and treatment of meningitis. The product was disposed as per facility policy. No further information has been provided at this time.